Manufacturer narrative:
The possible adverse effects in the package insert state this type of event can occur. The product is implanted into the patient and therefore has not been returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Based on the information available, the root cause is due to the patient's metal sensitivity reaction. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 is reported on MFR #0001032347-2016-00193.

Event description:
It was reported that a revision will take place due to the patient's allergic reaction to the stainless steel pectus bar. The stainless steel pectus bar will be replaced with a custom titanium pectus bar.